Event description:
It was reported that the patient's pump alarmed for blockage detected check tubing and the infusion was stopped for about 1.5 hours. Troubleshooting to include a pump and tubing change resolved the issue and the infusion resumed as expected. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed.